Event description:
Difficult intubation (grade IV laryngoscopy) decision for alternative means for intubation. Trach lite used without major difficulty. Breath sounds. Co2 confirmed good ett placement. Pt coughed up tip of trach lite (plastic tip) on following day. Cxr negative, bronch negative for other particles. Trach lite wand was disposed of as is single pt use before recognized tip was off.